Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal delivery totals in the total daily dose history did not match the corresponding programmed basal rates. It was reported that the patient experienced blood glucose as high as 440 mg/dl without any other symptoms or signs of hyperglycemia. This incident does not meet animas' definition of an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.